Event description:
The catheter was inserted into the patient's right ankle in 2005. When the catheter was being removed two weeks later, it sheared off and part of the line remianed in the patient. Attempts to remove it with warm compresses and placing the patient on their stomach were unsuccessful. As x-ray was completed two weeks later of the chest, abdomen, and right leg. When the opsite was removed, the line fill out, so surgery was not necessary. A renal ultra sound and a heart echo were performed to ensure the line was completely removed. This incident prolonged the hospital stay, however, there was no adverse effect on the patient.